Event description:
During the index procedure, the patient had three endeavor drug-eluting stents implanted in the rca. It is reported that the patient died approximately 35 months post index procedure. Cause of death is unknown. It was not assessed if the event was related to the study stent.

Manufacturer narrative:
Results: inherent risk of procedure (death).